Manufacturer narrative:
As per the information available, the root cause of the alleged problem was with o2 sensor readings which only monitors the fio2 and not actual delivery. This is not a reportable malfunction.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The expiratory flow sensor was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.